Manufacturer narrative:
A photo of the device was returned for evaluation. The evaluation was completed on mar 28, 2025. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with mentor memorygel breast implants 430cc and experienced bilateral ptosis along with breast pain and rupture on the right side post-operatively, which was confirmed via mammogram. As a result, the patient underwent removal on (B)(6) 2025. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot/serial number was not provided, the (01)gtin is not available. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).